Event description:
It was reported that during the initial implant procedure, the set screw was damaged while attaching the lead to the device. The lead was unable to be disconnected from the header. The device and the lead were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to loosen the setscrew to disconnect the lead was confirmed. Analysis testing confirmed the setscrew was stuck in place and unable to be moved due to epoxy holding the setscrew in place. Epoxy was confirmed to be found in the v-connector block threads, which caused the setscrew to be stuck in place and unable to be untightened by the wrenches. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads.